Event description:
Customer reportedly received the following results within 10 minutes: 339 mg/dl on the mobile system, 170 mg/dl on the aviva system, and 150 mg/dl on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test drum; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the aviva system. Reference medwatch report with (B)(6) for the suspect device used in the mobile system. Device will not be returned to manufacturer.